Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the customer with resetting the pump, and the customer was advised to contact support again if the malfunction code recurred. The customer acknowledged and understood the instructions and was able to continue using the pump without further issues.